Manufacturer narrative:
Concomitant medical products: product ID: neu_unknown_lead, lot# unknown, implanted: explanted: (B)(6) 2013, product type: lead. Information references the main component of the system. Other relevant device(s) are: product ID: neu_unknown_lead, serial/lot #: unknown. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional regarding a patient who was implanted with a neurostimulator for parkinsons dual and movement disorders. It was reported that the patient had a lead removed due to infection"ages ago." It was stated the lead was removed on (B)(6) 2013. No further patient complications have been reported as a result of this event.